Event description:
It was reported that this pacemaker was found to be operating in safety mode during clinic check. Technical services (ts) advised device replacement. No adverse patient effects were reported. Currently, this pacemaker remains in service.